Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead was micro-dislodged. This rv lead was explanted. No additional adverse patient effects were reported.